Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi field service engineer (fse) replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-38. The unit was placed on an in-house system and was run in normal mode. The unit displayed a c-38 error during activation. The unit will be returned to the original equipment manufacturer (OEM) for repair. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the site encountered an integrated electrosurgical unit (iesu) error with the handheld bovie and monopolar instrument. The intuitive surgical, inc. (Isi) clinical sales representative (csr) requested a service order be opened via email. The procedure was completed with no reported injury.